Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator, the fridge bin 2.1 was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator 2.1 pocket unlocked but there was a slight delay and failed. A field service engineer verified the reported issue with refrigerator row 2, drawer 1, which was locking and unlocking intermittently. The iracs board was removed and replaced, then configured appropriately. A system restart was performed, and drawer functionality was confirmed post reboot. The system functioned as intended after the field service engineer repaired the device.